Event description:
As reported, during laparoscopic supraumbilical repair procedure, two optifix straight fixation device fasteners (device #1, #2) were deployed crumbled (broken) when being fixated near the soft tissue. The procedure was completed using another optifix device. There was no patient injury.

Manufacturer narrative:
As reported, two optifix straight fixation devices deployed broken fasteners. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This MDR represents device #1. An additional MDR was submitted to represent device #2. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.